Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat severe mitral regurgitation (mr). After clip implantation, mr was reduced to mild. On (B)(6) 2018, echocardiogram noted that mr returned to severe. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). UDI number-the unique device identifier (UDI) could not be determined as the part and lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.